Event description:
The pump had an autofill failure. The iab leaked. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: unk -reported 3/20/97. Pt's current status: unk. Reported 3/20/97.